Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside a revaclear 300 before patient use. There was no patient involvement with the reported event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the sample was performed. The header cap was removed and showed a small dark particulate attached to the gasket. The area showing the particulate matter was face down in the header cap, facing opposite to the area of the support ring that surrounds the fiber bundle. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.